Manufacturer narrative:
Concomitant medical products: dtmb1q1 crt-d, implanted: (B)(6) 2017, 429888 lead, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. The right ventricular (rv) lead was explanted and replaced. The left ventricular (lv) lead was explanted and not replaced. No further patient complications have been reported as a result of this event.